Manufacturer narrative:
Medtronic received the delivery system and the capsule for investigation. The system was investigated visually for external damage. There was signs of tissue and blood on the device. The delivery system was not bent and the plunger was not broken. There were no indications that the emergency release on the system was implemented. The capsule electrodes were visually acceptable and the delivery system did not have any signs of visible damage. As the product was received, the device is functioning according to specification. There was evidence of mishandling as the plunger was rotated more than 1/8 of a turn. A review of the device history and service record confirmed that the product was released per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. The first capsule was removed from the room and a second capsule was calibrated and place in the patient without incident. Patient recorded meals and activity on recorder but when downloaded, no information had been recorded. There was no harm caused to the patient. A repeat bravo procedure was required due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The user was trained on this technique by staff and has been using this procedure for over four years. The delivery system and capsule are expected to be returned for evaluation. The patient was female, (B)(6). No other patient information could be provided. The last known patient status is that she experienced no complications. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.